Manufacturer narrative:
Concomitant medical products: 444786 lead, implanted:(B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to lightheadedness. Upon interrogation of the device it was noted that the cardiac resynchronization therapy defibrillator (crt-d) was pacing less than the lower programmed rate, the patient's heart rate was noted to be at forty beats per minute (bpm). T-wave oversensing (twos) was also noted from the right ventricular (rv) lead. The device and rv lead sensitivity was reprogrammed and both remain in use. No further patient complications have been reported as a result of this event.